Event description:
A healthcare worker experienced hydrogen peroxide contact on her left forearm while processing a load of instruments after a completed cycle. The worker received a medical evaluation and was diagnosed with a first degree burn to approximately 4x6 centimeters on her forearm. The affected area also had tiny blister like spots. It was reported that the skin was intact without any weeping from the site. During the worker's initial treatment with silvadene, the outer aspects of the burn became erythematous. At this time, the treating medical personnel initiated antibiotic therapy with oral keflex. Three days after the contact, the site was reported to be barely visible and the worker returned to work with instructions to wear an occlusive gown to protect her wound from any moisture. After the worker wore the occlusive gown for nine hours, the worker experienced a reaction at the affected site described as a contact dermatitis with some spots of petechiae and areas that looked like bruising. The worker was medically evaluated in the ER and advised to take the rest of the week off from work and was placed on keflex for an additional five days.